Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints for this lot number. Add'l info was requested 03/20/2007 and 04/04/2007. Add'l info was received 03/23/2007, 03/28/2007 and 04/04/2007.

Event description:
A surgeon reported a circular, milky discoloration of pt's intraocular lens (iol) was viewed under slit-lamp immediately following iol implant surgery. The pt reported seeing in her vision. The lens was exchanged in 2007.